Event description:
In 2008, a clinical incident involving an ultravac arthrowand and atlas controller was reported to arthrocare corporation. During an arthroscopy procedure of the knee, the patient sustained a burn (severity, location, and size not disclosed). Awaiting further information regarding injury, treatment, and patient information.

Manufacturer narrative:
The device is not available for investigation. Awaiting further details regarding this event. Two devices, ultravac with integrated cable (catalog no asc5000-01) and atlas controller (catalog no h3000-00), were used in the same procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2008-00017 and 2951580-2007-00018.